Manufacturer narrative:
The product was not returned for evaluation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Changing your pod 3 / page 34. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Changing your pod 3 / page 23. Warning: because the pod uses only rapid-acting u-100 insulin, you are at increased risk for developing hyperglycemia if insulin delivery is interrupted. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's glucose reached 500 mg/dl, with positive ketones (exact amount was not provided) while wearing the pod for between 4 and 24 hours hours on the leg. A correction bolus of 6 units was administered using the pod but the patient's bg levels did not decrease. The pod was removed and the patient noticed that the cannula was glued to the adhesive pad and was unsure if it was properly inserted into the skin when being worn. A new pod was applied to treat the hyperglycemia. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated and investigation results did not observe any issues that would result in a failure to deliver insulin or cause the cannula to improperly insert into the infusion site. Although no problems were noted, the reported event could not be determined.